Event description:
The pt's mother reported in the morning of (B)(6) 2014, her daughter was taken to the emergency room and she was diagnosed with diabetic ketoacidosis. The pod was removed and she noticed the needle did not deploy the cannula into the infusion site. She was able to activate a new pod and was still at the hospital at the time of the call. She did not provide any further info regarding her blood glucose history, hospitalization or her daughter's treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause or to determine if it could have contributed to the pt's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.